Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative inspected the navigation system onsite and the issue could not be replicated. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts required replacement and no parts were returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that while in a cranial resection case the camera was flickering and intermittently showing "no localizer connected" on the navigation system. The site switched to axiem ® and completed the case. There was a reported delay of 10 minutes and no impact on patient outcome.